Manufacturer narrative:
(B)(4). Results: endoleak.

Event description:
An endurant aui stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were unremarkable. It was reported that the endurant aui stent graft was placed on the left side, a 22mm amplatzer plug used in the right iliac and two iliac stent grafts were implanted, a 25x14x104 and a 16x16x95. A fem-fem bypass was done. It was reported that the final angiogram showed a type IV endoleak; however, the investigator was very satisfied with the placement and accuracy of the graft placement proximally and distally. The type 4 endoleak was a diffused type of leak at about ring 4 from the proximal end of the aui. The investigator assessment was not provided. No intervention was or has been performed and the decision was made to evaluate monitor the pt. No additional clinical sequelae were reported, and the pt is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).